Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and not able to charge pass one bar. It was also stated that the patient was experiencing discomfort at the ipg site and inadequate stimulation causing increased pain. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explnated ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.